Event description:
It was reported that the lv lead "popped out." The physician "had to put in a new lead." The 4193 ((B) (4)) lead was an implant attempt - the physician could not "get it to stay." The lead was replaced. There were no patient complications reported as a result of this event...

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned and analyzed. Distal conductor blood/body fluid.